Manufacturer narrative:
Product complaint # (B)(4).   Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product code and lot #. Was there mesh exposure? If so, what is the mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention(s) including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? What were the operative results? Were suture or portions of mesh seen in the bladder?   Adverse events associated with patient's second event reported via mw # 2210968-2021-05476.

Event description:
It was reported that a patient underwent a gynecological procedure for incontinence on (B)(6) 2001 and the mesh was implanted. It was reported that in 2016 the patient was diagnosed with an intra vesical stone with surgery. It was also reported that the patient underwent removal of the stone. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 07/10/2021. The following information was requested, but unavailable: 1. The patient demographic info: age, weight, bmi at the time of index procedure. 2. Date and name of initial surgical procedure. 3. The diagnosis and indication for the initial surgical procedure? 4. What were current symptoms following the index surgical procedure? Onset date? 5. What are the patient comorbidities/concomitant medications? 6. Product code and lot#. 7. Was there mesh exposure? If so, what is the mesh exposure site/location, symptoms and diagnostic confirmation? 8. Describe any medical/surgical intervention(s) including dates and surgical findings. 9. What is physician¿s opinion as to the etiology of or contributing factors to this event? 10. What is the patient's current status? 11. What were the operative results? Were suture or portions of mesh seen in the bladder? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.